Event description:
The device was used during an anterior resection with a pouch. It was reportedly by the affiliate that after firing the reloaded tl60 (it was used to close the pouch) the instrument was opened and it was found that no staple row was present. No staples were found in the abdomen or in the transected part of the colon. The surgeon stated that he personally gave the nurse the reload and witnessed that she made a correct change of cartridge. The surgeon concluded that there was no staples in the reload. The procedure was completed by the surgeon hand sewing the closure of the distal part of the j-pouch. The pt was given ileostomy for three weeks as a precautionary measure.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation comducted by the appropriate engineers and technicians are listed below. Record purpose only: no conclusion could be reached as to what may have caused the reported incident. The instrument was not returned for analysis.